Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
Updated clinical narrative: additional information was received from an abiomed representative that the hemolysis resolved . It was present with the cp and at the beginning of 5.5 support. Fluids were given and optimized 5.5 position. Labs were not hemolyzed. The console was not replaced. The alarm is still active ¿placement signal low¿, though it is thought to be due to the amount of calcium in the patient's aorta, impeding proper signal, as the patient's arterial line is much higher and no aortic insufficiency (ai) is present on echo. The device was successfully weaned after six days on support. The post-procedure outcome is survived at explant. Prior clinical narrative: an impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 77-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. During the procedure, there was a placement signal reading significantly lower than the arterial line on the automated impella controller (aic). The arterial line reading was 105/60 and the placement signal (ps) reading was 60/20. Position on transesophageal echocardiogram (tee) was optimal at 5.1cm. The patient had no known aortic stenosis/aortic insufficiency; however, severely calcified aortic arch and root were noted. The patient also had blood-tinged urine that was clearing with the 5.5. Good pump position was confirmed via imaging. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-4 at 3.3l/min with d5w sodium bicarbonate in the purge solution. It was noted that the patient had acute kidney injury (aki) from the acute myocardial infarction, which could have contributed to the patient's hematuria.